Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Pending investigation. D10: (B)(6) - 300-10-45 - equinoxe replicator plate 4.5mm o/s 3712897 - 310-01-50 - equinoxe, humeral head short, 50mm (beta). (B)(6) - 300-20-02 - equinox square torque define screw drive kit.

Event description:
As reported, approximately 9 years and 2 months post the initial right tsa, the cage glenoid was explanted during routine conversion from an anatomic to a reverse total shoulder. The humeral head, replicator plate and disengaged torque defining screw were also explanted at the same time. The screw was completely disengaged from the stem, but the cold weld between the replicator plate and the stem was intact and was broken at the time of explantation. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.